Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted multiple cs 006 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings:. The last basal delivery recorded in the black box was on (B)(6) 2017 @ 11:23am, the last total daily dose recorded in the history was 10 days later (B)(6) 2017 @ 6:57pm. No ¿cs006¿ alarms were recorded. The battery compartment and cap were undamaged. The pump powered up with ¿cs006¿ electrically erasable programmable read-only memory (eeprom) write failure upon start up. Reported ¿cs006¿ complaint is duplicated. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board. Investigation determined a defective eeprom component.